Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed increased pace thresholds and diaphragmatic stimulation. The physician noted the lv lead may have dislodged slightly, and decided to replace the lead. This lead was capped and a new lv lead was successfully implanted with no adverse patient effects.